Event description:
Needle came out of the stylet after it had been pulled back from the biopsy and nurse was stuck. The problem is that once the procedure is completed and the needle is retracted, the needle does not remain secured in the stylet.